Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 04/29/2014. Electrode belt: 12/12/2018.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2020.   The patient degraded to ventricular tachycardia (vt) at 110 bpm at 08:54:32 on (B)(6) 2020.  The lifevest delivered one appropriate treatment at 08:55:24 while the patient's rhythm was vt at 100 bpm, but the treatment was unable to convert the arrhythmia.  The post-shock rhythm was vt at 100 bpm. From 08:59:25 to 09:04:10, the patient was in an idioventricular rhythm at 90 bpm degrading to asystole with intermittent cardiac activity. The patient was in asystole at the time of the device shutdown at 09:05:04 on (B)(6) 2020.